Event description:
It was reported there were impedances out of range. Patient did feel stimulation on one of the electrodes but it was unknown if this stimulation would be adequate coverage. Patient noticed a loss of stimulation feelings approximately two months prior. The loss was a gradual loss but accelerated approximately two months ago. Patient could only feel stimulation at very high voltages. Follow up reported x-rays will be taken and possible revision. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 377860, lot# v010122, implanted: (B)(6) 2006. Product type: lead: product ID 377860, lot# v009409, implanted: (B)(6) 2006. Product type: lead: product ID 37752, serial# (B)(4). Product type: recharger: product ID 37742, serial# (B)(4), implanted: (B)(6) 2006. Product type: programmer, patient. (B)(4).

Event description:
Additional information stated that the patient's implantable neurostimulator (ins) and leads were replaced. It was noted that the p atient recovered with no injury.